Event description:
It was reported that a user contacted support about blood glucose fluctuations despite remaining within range, received an urgent low soon alert, treated the alert, and then experienced oscillations attributed to overtreatment and a subsequent user-initiated pause of insulin delivery on the ilet system. The device and algorithm were functioning, and the behavior was linked to user actions and continuous glucose monitor (cgm) alert interpretation. Symptoms included perceived impending hypoglycemia without confirmed glucose below 80 mg/dl and subsequent elevated glucose levels accompanied by anxiety and distress. Outcomes included temporary hyperglycemia while delivery was paused and education provided to the user on appropriate hypoglycemia treatment and avoiding manual pauses that interfere with automated dosing. Investigation included customer interview, device use review, and troubleshooting with education regarding cgm alerts and algorithm behavior. Investigation of this case revealed no device malfunction, with glucose variability associated with user overtreatment and pausing of insulin delivery. It was concluded that the event was related to user management practices rather than a device failure, and normal glucose control resumed after insulin delivery was unpaused.